Event description:
New information received notes that the patient's ventricular tachycardia was resolved by the implantable cardiac defibrillator (ICD) shocks.

Manufacturer narrative:
Final analysis found a high voltage controller integrated circuit anomaly which resulted in the device entering back up mode causing the failure to convert rhythm.

Event description:
It was reported that the patient experienced a shock storm and their implantable cardiac defibrillator (ICD) was found in backup mode. The shock storm was noted to be caused by persistent ventricular tachycardia. The physician elected to explant and replace the ICD successfully. The patient was in stable condition after.